Event description:
The manufacturer received information that a loaned trilogy ev300 ventilator had a "ventilator service required" error on the screen. There was no patient involvement, and no harm or injury reported. A philips field service engineer evaluated the device at the customer's site. A review of the ventilator service required alarm indicated failure of the oxygen blending module. The oxygen blending module assembly was replaced and the device re-tested. The device did not have any error occur after the repair. The device was handed back to the customer in good working condition.